Manufacturer narrative:
Corrected device manufacture and expiration dates.

Event description:
It was reported by the sales representative that there was a polly exchange for septic I&d.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported by the sales representative that there was a polly exchange for septic I&d.